Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set separated from the twist clamp. The customer further described the event as the twist clamp being too loose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed and the female connector was separated from the main body. The insert was not present on the female connector however, there was evidence that one was previously present. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The direct cause of the event was determined to be inadequate solvent during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.